Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision (serial: (B)(6)) was chosen for implantation utilizing small flexnav delivery system (lot; 10070300). At an unknown point during the procedure, the navitor valve could not be fully recaptured. A gap remained between the nose cone and valve capsule and the valve capsule became damaged. The device was able to be removed and a replacement non-abbott mdt evolute valve was implanted successfully.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem and damaged valve capsule was reported. The device was returned to abbott for investigation. Upon inspection, the valve capsule was found to be deformed and twisted, consistent with damage during use. The inner shaft also had a kink, indicating similar damage. Due to the returned device condition (damaged valve capsule and inner shaft) functional testing was precluded. However, the locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all assessed and found to be functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision (serial: (B)(6)) was chosen for implantation utilizing small flexnav delivery system (lot; 10070300). There were no issues noted during loaded. During first recapture during the procedure, the navitor valve could not be fully recaptured. A gasp remained between the nose cone and valve capsule and the valve capsule became damaged. Micro adjustment wheel was turned to limit but gap still remained. The device was able to be removed and a replacement non-abbott mdt evolute valve was implanted successfully. There were no patient consequences or clinically significant delay.